Event description:
It was reported that the device was used during a prolaspe and hemorrhoidectomy. The surgeon stated that the device is not cutting well when firing. The staple line is well formed, however removing the device is difficult. Removal include 3/4 counter clockwise turn. If device is still difficult to extract he uses another 1/2 turn. The surgeon stated if still difficult he has to remove the dilator. The surgeon states he has to give the device a gentle "yank" to separate from the tissue, making the case more difficult. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). The device was not returned.